Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not able to be confirmed through this evaluation. The heartmate 3 system controller (serial number: (B)(6)) was returned to abbott for analysis, and log files were downloaded upon arrival. The event log file contained data spanning from 18:20:50 on (B)(6)2024 to 13:39:11 on (B)(6)2024, and the periodic log file contained hourly data points spanning from (B)(6)2024 to (B)(6)2024. Throughout the available data, backup battery fault alarms were not observed. The pump maintained a speed within the expected range without issue while the driveline was connected. During functional testing of the returned controller, backup battery fault alarms were not able to be reproduced. The controller was able to support pump operation for an extended period of time without issue. The root cause of the reported event could not be conclusively determined through this analysis. There were incidental findings of fluid ingress within power cables and damage to the relative state of charge wire. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (including those associated with backup battery fault, power cable disconnect, and low voltage conditions) and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment, including the system controller and its power cables. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the heartmate 3 system components, such as the system controller, 14v batteries, and mobile power unit must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a backup battery fault. Their system controller was exchanged, and the alarms resolved. No troubleshooting was performed prior to the exchange.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.